Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level in the high 200 mg/dl range and it was addressed with a bolus/manual injection. Reportedly, the customer declined to troubleshoot with tandem's technical support.